Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012880291 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, the nitinol wire was observed to be broken in the distal arm transition, as received 7 electrodes were found on the array, electrode#3 was observed to be displaced, the electrodes # 1 and 2 were removed, one electrode was returned in a bio hazard bag, the second electrode was not returned, there were exposed electrode wires, the proximal end of nitinol array wire was observed to be dislodged from dual lumen, the distal arm was detached from the tip, and the guidewire lumen was observed to be kinked at the base of the distal tip. The pcba chip was read. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Prior to the guidewire insertion, the guidewire lumen of the catheter was flushed using a decontamination solution (discide). During device compatibility inspection, resistance was observed during insertion/retraction of the guidewire. The guidewire was observed to be stuck at guidewire lumen tip. Loop catheter to sheath compatibility testing could not be performed due to the condition of the returned catheter. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Microscope and x-ray imaging and testing was performed to verify the integrity of the catheter sub-components. During inspection of the spiral array segment, an exposed electrode wire was observed, an electrode wire to electrode detachment was observed, the proximal end of nitinol array wire was observed to be completely dislodged from the dual lumen. During inspection of the array segment, it was observed that the transition between array and the guidewire lumen was detached from the catheter tip. No anomalies were identified during external visual inspection of the capture device. In conclusion, the reported tip detachment was confirmed through analysis. The loop catheter failed the returned product inspection due to the spiral array damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 10fcc13 (0012837691); product type: 0629-flexcath sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer on (B)(6) 2020 regarding a patient receiving unknown medication via an implanted infusion pump. It was reported that the patient had been seeing the "can't find pump" screen on their personal therapy manager. It would get to 80% connected, and then it would stop and the patient would get kicked out and had to try 2-3 times before it connected. It was noted that usually it would go to 91%, but at the time of report it was taking longer. During the call the patient attempted to connect the ptm to the pump and it connected right away. The patient was given the appropriate steps to connect and was instructed to do a hard reset of the handset. The patient was redirected to their healthcare provider (hcp) if the issue persisted.